Event description:
It was reported that before the implant of this right atrial (ra) lead during the preparation step of washing it in the qx, the lead broke at the distal section therefore this ra lead was not implanted. Subsequently, a new lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.